Manufacturer narrative:
The reported event of "the lead could not advance to the target position" could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
One 6f peel away introducer sheath and dilator were received for evaluation. No anomalies, including the reported bend, were noted on the returned dilator. The sheath tubing had been fully peeled along the intended scorelines. Functional testing was not possible due to the returned condition of the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the reported insertion difficulty and bend remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a device replacement and rv lead placement procedure, the case was cancelled. The tip of the sheath was bent when inserting into the right subclavian vein, and it could not be inserted. The introducer was replaced and peeled, but the lead could not advance to the target position. The replacement introducer also became bent during use. The procedure was rescheduled, and the sheath would be inserted via the left subclavian vein.